Event description:
Staff members were performing an ep study on a male pt who was in his fifties. The pt went into atrial-fibrillation with a heart rate of 300 bpm. The staff attempted to discharge the unit at 300j, but the unit did not discharge. There was no pt involvement and the unit did not print a strip. The staff changed the unit's setting from synch mode to defib mode. They charged the unit to 300j and defibrillated the pt. The pt's rhythm was converted and there was no adverse effect on the pt.